Event description:
Philips received a complaint by the customer on the v60 indicating that while servicing the device, it was observed that the device was getting an error code 1007 - machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Verified data aquisition (da) to motor controller (mc) cable connections. Unit turns on and operates in ventilation mode as expected at this time. The customer is going to replace the da to mc cable and the da pcba. The rse discussed replacement per the manual, customer states he is going to complete full successful pm pvt after parts replacement before placing back into service. The rse provided parts ID for the cable, da pcba to mc pcba (2nd generation) and pcba, data acquisition (da). The investigation is ongoing.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba (2nd generation) and pcba, data acquisition (da) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.